Event description:
Reporter indicated that device diagnostic testing (both normal mode and systems diagnostics) at office visit one month post implant resulted in high lead impedance reading (dc-dc code 7, and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of high lead impedance test result. The pt had not experienced and recent injury or trauma that may have damaged the vns therapy system. Operative notes from the initial implant surgery indicate that the device was functioning properly at the time. Additionally, device diagnostic testing at previous office visit approx two weeks post implant was within normal limits, indicating proper device function at that time. Revision surgery was performed, during which the lead was replaced. No visual anomalies of the lead were seen and the generator was found to be functioning properly. The high lead impedance resolved with lead replacement. Lead break is suspected. No serious injury was reported in conjunction with the high lead impedance condition.